Event description:
New information received notes programming changes were made, the patient's weight was (B)(6) kg, and the patient was stable before, during and after the programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented through merlin.net via stored electrograms with the patient¿s implantable cardioverter defibrillator post-paced t-wave oversensing on the ventricular channel. The patient did not receive inappropriate therapy during the oversensing. Programming changes were discussed. No further information was available.